Event description:
It was reported that stent dislodgement occurred. An 8.0x60x135 cm express ld vascular stent was selected for use. However, during unpacking, it was noted that the there was difficulty in removing the packaging. Upon releasing from the packaging, the stent broke off the device. The device was not used or implanted. Three other express ld vascular stents were used to complete the procedure. A different size stent was required to complete the procedure which was less suitable.